Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8100 module giving him a no set loaded message during rate accuracy testing. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed run the analog sensor task on the 8100 module. With a set loaded, there was no change in voltage on both pressure sensors. I ask the biomed to check if the platen assembly was installed. Platen was missing. Gave him part number and biomed will order part. (B)(4).